Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered up in the incorrect mode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. Review of the activity log showed that the device entered auto-monitoring mode despite pads being applied, likely because the therapy electrodes were not properly detected due to possible disconnection, poor contact, or a fault condition. The operator's guide states that AED analysis begins when the mode selector is turned to on and valid pads are detected; otherwise, the device displays messages such as check pads or poor pad contact and inhibits therapy. When an ECG cable is connected without valid therapy electrodes, the device remains in monitor mode rather than initiating AED functions. The log contained pad and cable related fault messages, including check pads and defib pad short, and showed transitions into auto monitor behavior consistent with a therapy electrode or mfc fault. It could not be determined whether the mode changes were user initiated or automatically triggered. No device malfunction was identified, and the observed behavior was consistent with normal operation when therapy electrodes are not detected. The device was extensively tested and was detemined to be operating to specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.